Event description:
Biomed reported that the v60 touchscreen will not pass calibration. It was unknown how the issue was found, no patient or user harm reported. Per the diagnostics performed by the engineer, the biomed was reporting that they have attempted multiple touchscreen calibrations; however, the v60 was displaying a message of no touch detected. The customer was not reporting any damage to the touchscreen. The remote support engineer (rse) recommended that the touchscreen be replaced and was provided with the part number. Further information is pending.

Manufacturer narrative:
Per the follow up response, it was reported that the touchscreen was replaced, and the issue was resolved.

Event description:
Biomed reported that the v60 touchscreen will not pass calibration. It was unknown how the issue was found, no patient or user harm reported. Per the diagnostics performed by the engineer, the biomed was reporting that they have attempted multiple touchscreen calibrations; however, the v60 was displaying a message of no touch detected. The customer was not reporting any damage to the touchscreen. The remote support engineer (rse) recommended that the touchscreen be replaced and was provided with the part number. Further information is pending.